Manufacturer narrative:
Device nto returned for evaluation.

Event description:
It was reported that the patient experienced his inflatable penile prosthesis (ipp) no longer inflating and deflating. The ipp was explanted and a new device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.